Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, act and up) button dome switch (no crease) and partial unlocked lcd keypad connector during visual inspect noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer's insulin pump allegedly over-delivered four units of insulin on its own, without any interaction from the user. The caller stated that they were notified by the nursery, regarding the delivery anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer's blood glucose was 158 mg/dl at the time of the phone call. The caller denied troubleshooting and requested a replacement as they lost faith in the current insulin pump. They agreed to return the insulin pump for analysis.